Event description:
On (B)(6) 2011, patient's wife reported a severe insulin reaction (hypoglycemia) while using the infusion device and infusion set. Wife stated, patient's blood glucose level went down to 30 mg/dl. Patient's normal blood glucose range is 105-110 mg/dl. Wide reported, patient was going in and out of confusion. Wife stated, she treated the low blood glucose by giving him orange juice with sugar in it and sugar pills. Wife reported, the patient's blood glucose was still 30 mg/dl fifteen minutes later. Wife stated later his blood glucose level went up to 45 mg/dl, then 80 mg/dl and eventually up to 400 mg/dl. Wife reported, patient would not have been able to obtain treatment without assistance. Wife stated, she did not know what caused the low blood glucose; patient was not available at the time of the call. On follow up call on (B)(6) 2011, patient reported the infusion device did not display any error message leading up to the incident. Patient stated, he believes the infusion set may have caused this incident. Patient has switched to a different type of infusion set since the incident and has not experienced any erratic readings. Patient discarded the alleged infusion sets. Replacement infusion sets were sent; no product return was requested.

Manufacturer narrative:
No product will be returned for evaluation.